Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient received a wright medical conserve plus left hip resurfacing. He notes no symptoms at the hip. The x rays of the hip made on 2018 showed a well positioned left hip resurfacing with no evidence of loosening or lysis . Patient suffered elevated ion levels and he noted cognitive changes especially after general anesthesia, decreased energy level, decline in hearing, balance issues and he exhibited a fine rest tremor, neuro q analysis of his fdg pet brain scan indicated pronounced general and focal hypometabolism suggestive of chronic toxic encephalopathy. Report number mw5092469.